Manufacturer narrative:
Device not returned.

Event description:
It was reported that the insulin on board (iob) readings were intermittently inaccurate. Additionally, the bolus history was intermittently missing information from recent bolus deliveries. The customer's blood glucose level ranged from 350-450 mg/dl. Tandem technical support was unable to perform further troubleshooting as the event dates of the alleged issues were unknown.